Event description:
New information received states that the implantable pulse generator was explanted. There were no complications during the procedure. Patient is stable with therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was unable to establish communication and as a result the patient lost stimulation. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
New information received therefore serial number, UDI, device manufacture date, expiration date and lot number has been updated.

Manufacturer narrative:
The reported observation of ¿ipg battery is depleted¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date at which time therapy is inhibited. The estimated longevity was .75 years +/- .25-year, per ¿ (B)(4), when using the burst continuous program #2 and assuming 1000 ohm, for model 3660; these are the closest parameters to the actual programming. The total stimulation on time was 310.6 days or .85 years, which aligns with the longevity estimates above suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.